Event description:
On 12-jan-2026, it was reported by a healthcare professional via email that a patient is experiencing a possible allergic reaction potentially related to the arthrex product. No additional information was provided. Additional information was received on 29-jan-2026 by the hcp: the patient underwent a left trapeziectomy with arthrex tightrope suspension on (B)(6) 2025 for treatment of left thumb carpometacarpal (cmc) joint arthritis. According to the healthcare provider (hcp), the onset of symptoms began approximately 4¿6 weeks postoperatively. The patient developed redness and drainage at the surgical site, followed by a full-body rash. The reaction was not localized to the operative area, and the hcp expressed concern for a possible allergic contact dermatitis. The symptoms initially worsened and have since improved; however, the patient continues to experience a severe and widespread rash. Patch testing with several potentially relevant metals was performed on (B)(6) 2025. The hcp reported that the joints are functioning well, but the dermatologic reaction has been severe and extensive. Treatment to date has included topical corticosteroids, antibiotics, and intramuscular kenalog. No imaging studies were performed. The planned management includes continued topical therapy, with consideration of systemic treatment if symptoms fail to improve. No additional surgery is scheduled related to this issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event due to the patient¿s reported dermatologic symptoms are most likely associated with a possible hypersensitivity or allergic reaction.